Manufacturer narrative:
The reported event of the helix had been deployed before implant was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual inspection and x-ray examination of the lead did not find any anomalies. After cleaning the helix region of blood/tissue, the helix was able to extend and retract. The extended helix was found to be within product specification.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, the helix was found to be extended during right ventricular (rv) lead positioning. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.